Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to loose battery connection pins. After tightening the battery connection pins, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device would power on and off inappropriately. There was no pt use associated with the reported event.